Event description:
Physician is unsure why implant broke. States patient is petite and weighs approx (B)(6). He feels it was a problem with the implant not a condition resulting from something the patient did. Ref MFR# 1043534-2004-00133.